Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a speaker malfunction error message. The device then failed the audio test; there were no audio tones. There was no patient harm.